Manufacturer narrative:
No patient information provided as no patient was involved in this concern.return requested. Replacement reference frame - small passive shipped to site. No parts have been received by manufacturer for analysis.on 03/23/2015 a medtronic representative, following-up at the site, reported the site continued to use the damaged reference frame.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative received a report from a site that while in sterile processing, damage to their percutaneous reference frame spring was discovered. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.